Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. The product was returned, and the reported event (implant fracture) was confirmed following visual evaluation. Bone loss and infection could not be confirmed. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported events. Monthly post market trending review identified no adverse trends or actionable trends for the reported events or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Unique identifier (UDI) number is not provided / unknown. Additional 510(k) numbers are k011028 and k013227.

Event description:
Bleeding and purulence were noted when gingival flap was done on site 3 (universal). Noted platform of implant was fractured off and separated from implant 180 degrees. Site was grafted with allograft day of implant placement. Bone loss is reported.